Event description:
Customer reported that he had unexplained low blood glucose for 3 days. Customer stated that the paramedics where called two times to assist customer at home. The blood glucose readings were 28 and 32 mg/dl when the paramedics arrived. Customer stated that his insulin pump was over delivering because the basal amount was changing on its own causing the low blood glucose. Nothing further was reported.

Manufacturer narrative:
The pump was received without a battery installed. There was no data available due to the pump being received without a battery installed. Unable to verify the basal anomaly. The pump was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump calculated the additional bolus deliveries and were verified in the daily total screen. The pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly/unexpected change in basal profiles or bolus anomaly noted. The pump passed the displacement,rewind, basic occlusion, self test and error tests. All operating currents were within specification. The off no power alarm functioned properly. The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to the prime/fill anomaly. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, a scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.